Manufacturer narrative:
Product event summary: analysis confirmed that the programmer would not power up, as a result the power supply was replaced to resolve the issue.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programmer would not boot up when powered on. The programmer will be returned for repair. There was no patient involvement.

Event description:
It was further reported the programmer will not turn on at all. The programmer was returned for repair.